Event description:
Received a report that a tpn bag ran dry approximately 1 hour after it was hung. Rate was 6.1ml/hr. A hole was noted in the pump segment of tubing and all of the tpn leaked from the hole. The patient did require a heel-stick chemstrip (one drop of blood).

Manufacturer narrative:
(B)(4): conclusion: no available code for undetermined or unknown cause. The customer's report of a leaking set was confirmed. During visual inspection of the set received it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.1210 inches long. Visual examination under microscope noted two crush marks to the upper blue fitment. Functional testing was performed. A leak was noted coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear was not definitively determined.